Manufacturer narrative:
Na

Event description:
It was reported that egms revealed noise on the lead. The noise was seen on a stored episode for vf detection but did not result in inappropriate therapy. The pace/sense portion of the hv lead was capped and replaced. The defib portion of the lead remains implanted and functioning.